Manufacturer narrative:
(B)(4). A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Tip broke off during surgery.

Manufacturer narrative:
UDI: (B)(4). One (1) expedium poly-driver shaft was returned for evaluation. Visual examination at the macroscopic level revealed that the fracture was located at the driver's distal tip. The fractured tip was not provided for analysis. The optical image of the fractured surface show plastic deformation at the hex-lobes and torsional shear markings following a circular pattern; the plastic deformation at the hex-lobes indicates a torsional overload of the fractured tip. This suggests that the fractured tip underwent a quasi-static overload torsional shear failure starting at the tri-lobes and extending to the center of the shaft, the potential fracture termination site. The DHR review identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. A definitive root cause for the tip of the expedium poly-driver shaft being broken intra-operatively cannot be determined. However, fracture analysis suggests that fractured tip underwent a quasi-static overload torsional shear failure starting at the hex-lobes and extending to the center of the shaft, the potential fracture termination site. As there has been no issues identified in the manufacturing or release of this device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further actions required.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). Device was not returned to the complaints handling unit (chu) for evaluation. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. No devices or photos were received; therefore the condition of the components is unknown. A definitive root cause cannot be determined with the information provided.as there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available.